Event description:
It was reported that the slip applier misfired during a laparoscopic cholecystectomy procedure. The clips "would not proximate/close." The procedure was not delayed or altered. The pt was not harmed, and no intervention was needed.

Manufacturer narrative:
Final device investigation showed that upon test firing the clips the device did not misfire, but the clips came out misaligned. This report is being filed because of the misaligned clips.